Event description:
During follow up with a customer, the nurse stated that while performing an exit site care, the nurse found that the titanium adapter was loose. The nurse remedied the problem by tightening the adapter. The nurse stated that the loose titanium adapter may have been a result of user error. No adverse reaction or peritonitis occurred as a result of the loose titanium adapter. Peritoneal dialysis therapy was ongoing until (B)(6) 2012 (the patient was switched to hemodialysis).

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.